Manufacturer narrative:
Awaiting device return to manufacturer.

Event description:
It was reported that during a wassmund alveolar osteotomy procedure, the bur broke at the tip. It was also reported that the broken piece was successfully removed during the procedure. It was further reported that a planned x-ray was taken during this event. It was also reported that there were no delays as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate the failure was replicated through contact with metal. In follow up communications with the customer, the surgeon did indicate that the bur may have had contact with an elevatorium (metal instrument).

Event description:
It was reported that during a wassmund alveolar osteotomy procedure, the bur broke at the tip. It was also reported that the broken piece was successfully removed during the procedure. It was further reported that a planned x-ray was taken during this event. It was also reported that there were no delays as a result of this event and the procedure was completed successfully.